Event description:
It was reported that this pacemaker exhibited undersensing atrial fibrillation (af), however, there was no current evidence on the stored event. As of this time, this device remains in service. No adverse patient effects were reported.